Manufacturer narrative:
The investigation is still ongoing.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery in a 44-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage e shock. Comorbidities were not reported. During ongoing impella cp support, hemolysis was identified, with a plasma-free hemoglobin (pfhgb) level of 220 mg/dl noted on morning laboratory testing. In response, the impella performance level was reduced, and the patient¿s fluid volume status was addressed in coordination with the intensive care unit (ICU) team, with a planned fluid bolus targeting a central venous pressure (cvp) of 4 mmhg. Pump positioning was evaluated by echocardiography the prior evening and was adjusted, with the catheter pulled back from approximately 4.7 cm to 3.7 cm within the left ventricle. A repeat echocardiographic assessment was performed the following morning, and the impella cp was further repositioned an additional 0.5 cm, resulting in a final depth of approximately 3.4¿3.5 cm within the left ventricle. Per the heart failure physician, the left ventricular chamber size was noted to be smaller on the current day compared to the previous evening. It is unknown if the hemolysis was resolved. The patient remained on support. Hemolysis is a known potential risk associated with impella cp support and may be influenced by patient-specific factors, including ventricular size, loading conditions, hemodynamic instability, and device positioning.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D4 UDI number updated. D9 device return date added. G1 MFR site name, danvers, removed. H6 component code changed to g07001. H3 changed to yes. The investigation for the mechanical interaction with blood / hemolysis has been completed. No defect found on the returned pump. The cause of the hemolysis issue was most likely related to patient being over diuresis (hypovolemia) and improper position, likely related to the patient¿s small heart. The investigation for the device in wrong position has been completed. No defect found on the returned pump. The cause of the improper position issue was most likely related to the patient¿s small heart.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in e1. Upon review, it was identified that it was inadvertently omitted from the initial report.